Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently input 1u:5 mg/dl instead of 1u:50 mg/dl as a correction factor in the pump settings. Customer reported blood glucose level was not impacted by the issue. Customer corrected the correction factor.